Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. The customer's blood glucose value was 173 mg/dl. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The insulin pump alarmed unexpected restart. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The troubleshooting was performed and it was found that unexpected restart alarm occurred after the battery change. Customer stated that the insulin pump was not stored or not in use for an extended period of time. Unexpected restart alarm did not occur shortly after inserting a new battery. Unexpected restart alarm was not recurring during normal insulin pump use. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a21 alarm and no excessive no delivery/occlusion alarm due to blank display.